Manufacturer narrative:
Device evaluation is not necessary because the reported events are not related to device functionality.

Event description:
The physician reported that the patient present with an infection at the incision site on her chest. The mother states they saw the surgeon a few days prior and he prescribed her antibiotics. Review of the device history record confirmed that both the lead and generator were confirmed sterilized and passed all inspection criteria prior to distribution. Later the patient was referred for replacement due to an exposed/ infected vagus nerve stimulator. The generator was replaced. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).